Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of refx5241 showed (B)(4) other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the PICC was smoothly inserted in this patient in the afternoon of june 15. On the same day, no liquid leaks occurred at the connector of the powerpicc catheter. Later, continuous liquid leaks occurred at the screw thread of the connector of the catheter after power injection. The nurse replaced ss, mz and heparin cap, but liquid still leaked. The problem was not solved until a replacement was made with a tee + heparin cap.